Event description:
It was reported by service report that the base tubes were cracked and the casters were unable to pivot. It is unknown if there was patient involvement or if there are adverse consequences to report.

Manufacturer narrative:
Caster horn.